Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited failure to capture and failure to sense. Chest x-ray was performed and confirmed that the ra lead had dislodged. The ra lead was capped and replaced on (B)(6) 2022. Patient condition was stable.